Manufacturer narrative:
Device was returned and evaluated. Visual inspection found the lens was in two pieces, the optic had been cut or torn in half and part of the optic seemed to be missing. One haptic plate had both haptics torn or cut off and missing while the other haptic plate had one haptic torn or cut and missing, the other haptic on the same plate was bent. Due to the damage, functional testing could not be performed. Based on the available information, the root cause of this event could not be determined.

Manufacturer narrative:
Although requested, additional information was not provided and device was not returned for evaluation. The device history record (DHR) review did not find any anomalies or non-conformities to the related event. The lot history, trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. Based on the available information, the root cause of this event could not be determined.

Event description:
It was reported that lens was explanted 9 months post implant due to an unknown mechanical complication. Additional information has been requested, but not received.

Manufacturer narrative:
Investigation of this event is in progress. A follow up report will be submitted upon completion of the investigation.